Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of endophthalmitis, bleb-related issues, vision loss, and cataract formation/ progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported patient with an implanted xen 45 gel stent in an unknown eye developed bleb dysphasia after implant for which "the surgeon went on to needle and do a palmberg suture." Everything went well following this until patient came in with "hand movement" in the eye which was noted as endophthalmitis after testing. It was noted "the patient played football and thinks this is where [they] caught the bug with swearing and shaking hands with players. The iop is great and doing well and the patient although has a white cataract is reluctant to have [their] cataract fixed. The patient did not have a vitrectomy as things appear to be settling after treatments. Surgeon believes it is just incredibly bad luck."